Event description:
It was reported that during a Laparoscopic Rectal case, when closing the jaws, the ratchet mechanism did not engage. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(b)(4).Date Sent: 7/27/2026.D4: Batch #M9C291INVESTIGATION SUMMARY:The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.Visual analysis of the returned sample determined that one ECH60S device was returned with no apparent damage and with no reload present. During functional testing, multiple attempts were made to close the jaws; however, the closure trigger failed to engage. A non-specific noise was also detected from the jaws area during these attempts. Visual inspection of the jaws revealed that a spring was out of position, which was likely responsible for the abnormal noise.To assess the condition of the internal components, the device was disassembled. Inspection revealed that the Release Button Spring was disengaged, preventing proper engagement of the closure trigger. Due to the condition of the device, no further functional testing was performed.The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through Ethicon Endo Surgery¿s quality system.A manufacturing record evaluation was performed for the finished device batch number M9C291, and no non-conformances were identified.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.